Manufacturer narrative:
Device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Performed visual inspection of the sensor tail and no issues were observed. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A pharmacist reported a customer received the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer experienced sweating, shaking, unresponsiveness, and had a seizure. The customer was treated with "sugar tablets" given by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a customer received the error message, "replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced sweating, shaking, unresponsiveness, and had a seizure. The customer was treated with "sugar tablets" given by a family member. There was no report of death or permanent injury associated with this event.